Event description:
The customer reported that the nozzle was clogged. The issue was discovered during reprocessing. It was reported that the user tried cleaning the foreign material out of the nozzle, and the nozzle detached from the scope in the process. There was no patient or user injury reported due to the event. This report is being submitted for the foreign material in the nozzle.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the foreign material in the nozzle, and that the nozzle had detached from the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the foreign material in the nozzle was likely the result of the user¿s reprocessing method. However, a definitive root cause could not be determined. The event may be prevented by following the instructions for use which state: "pre-wash immediately after use in cases. Patient-derived pieces of tissue may become stuck and cannot be removed by reprocessing. Drain air and water channels during pre-cleaning to remove clogging use a clean gauze/sponge to clean the outer surface of the scope, taking care not to leave any foreign objects in the nozzle opening. How to feed and rinse cleaning agents into air and water supply channels if the stain is severe or cannot be cleaned immediately after each case, the scope should be immersed in a cleaning agent before manual cleaning.¿ ¿operation manual_ preparation and inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function.¿ the user can reduce and prevent occurrence of the suggested event by handling device in accordance with the following IFU statement: ¿reprocessing manual precleaning the endoscope and accessories flush the air/water channel with water and air caution: to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. Manually cleaning the endoscope and accessories clean the external surface clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flushing detergent solution into the air/water channel. Remove detergent solution from all channels. Presoak for excessive bleeding and/or delayed reprocessing after each procedure caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope.¿ olympus will continue to monitor the field performance of this device.